Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient had depuy synthes products insitu less than 2 years old. Surgeon said patient complaining of pain and had a significant fixed flexion deformity. Surgeon noted that there was no infection present. Performed revision total knee replacement as a result.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was returned. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.